Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, while sewing the vaginal cuff, it was reported that the needle broke and was inside the patient's vaginal cuff.